Manufacturer narrative:
Requests were made for additional info on 01/30/07, 02/13/07, and 02/28/07. Additional info received in 2007, clarifying the complaint description. Also stated at that time, that the device was removed and replaced.

Event description:
It was reported to tyco healhcare/kendall on 01/09/07, that a customer had a problem with a dialysis catheter. The customer states, the catheter developed two holes in its end tip which caused leaking. The pt was given antibiotics to prevent infection. Additional info was obtained in 2007, stating that, the device was removed and replaced, making this an MDR reportable event.